Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.3, laboratory inr, less than 10, therapeutic range: 2.5 -3.5. The time between testing was less than one (1) hour. The patient's coumadin was held. Patient experienced some bleeding from his gums and minor bruising but otherwise did not have significant symptoms. Patient reports that he was hospitalized on (B)(6) 2014; not due to symptoms but to slowly bring his inr level down. This was based off the (B)(6) 2014 result. The patient does not know if he was given any interventions while in the hospital. He was discharged on (B)(6) 2014 with a normal inr and no further complications. There was no additional information provided.